Manufacturer narrative:
(B) (4). (B) (4). The product has been requested to be returned for eval. It has not been received. A follow up will be submitted if further info is obtained.

Event description:
Customer reported lipids were being run, nurse noted there was air-in-line, flicked the tubing to move the air and tubing broke. No harm occurred to the infant pt. No further info was provided.